Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of a low atellica im total hcg (thcg) lot 358 result on a patient sample that was higher upon retesting. The customer froze the aliquot of this sample and processed in the initial analyzer (ih00689) in 5 replicates. All replicates reproduced the higher retest results. The instrument event log was analyzed, and no errors were identified. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained a low atellica im total hcg (thcg) lot 358 result on a patient sample that was questioned by the post-analytical sector of the lab before the result was reported. The sample was repeated on 2 different atellica ims and the results were higher and considered correct based on the clinical condition of the patient. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed MDR 1219913-2024-00437 initial report on 15-oct-2024. Siemens completed the investigation for a customer observation of a low atellica im total hcg (thcg) lot 358 result on a patient sample that was higher upon retesting. On (B)(6) 2024, sample ID# 104813186303 was processed on sn# (B)(6) analyzer with a result of 3.7 miu/ml. The sample was repeated on two alternate atellica im analyzers the following day with results of 110.1 and 128.9 miu/ml. These higher results were considered correct based on the clinical condition of the patient. The sample was also frozen then repeated on september 19th on sn# (B)(6) in replicates of 5. These results were similar to the higher values from alternate analyzers. The patient sample was not in its primary tube, it was an aliquot of serum which was clear and without visible fibrin. The analyzer event log was reviewed, and no errors were found. Qc recovery was within acceptable ranges and no issues were reported with other patient samples. Siemens reviewed the sample and reagent trace files for the affected sample. There was no evidence of an aspiration or dispense issue impacting the delivery of the 25ul of sample nor the delivery of the reagents. The analyzer autocheck was reviewed for sn# (B)(6) for the time of this event and was found to be within acceptable limits for that day as well as two weeks prior. Siemens provided proactive service suggestions for inspection of the analyzer vacuum and wash systems. Based on the available information, the cause of the initial falsely depressed thcg patient result is inconclusive and isolated to a single sample. The customer is operational, and the reported issue was resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.